Event description:
The surgeon performed a si joint fusion utilizing three ifuse implants on (B)(6) 2012. No problems were encountered intra-operatively. The patient did well post-operatively with significant improvement in her si pain complaints. The patient had no new pain complaint and no new neurological complaints after this index procedure. At approximately 6 months after the index surgery the patient began to complain of recurrence of her si joint pain. The pain was described as the "same" pain as before surgery. This pain progressively worsened over time. The patient had no new neurologic complaints and no new leg pain complaints. The surgeon performed a CT scan which showed that the implants were in appropriate position. No obvious lucency was appreciated about the implants. The patient requested that something be done to help her pain. On (B)(6) 2012, the surgeon performed a revision surgery to place two additional implants in an effort to provide additional stability and biologic fusion potential. The patient had no new complaints or symptoms after the surgery. The revision surgery was performed for symptomatic late loosening due to the length of implants used which appear to be a bit shorter than what should have been typically selected for implantation.

Manufacturer narrative:
Based upon the complaint information and investigation as well as review of the surgeon training manual, certificate of conformance and fmea, the most probable root cause is symptomatic late loosening of the ifuse implants due to incorrect implant size selections.